Manufacturer narrative:
PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a leaky section of the internal tubing of the water circuits. The part was replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found leaking water during priming. It cannot be excluded that a significant amount of water dropped on the floor. There was no report of patient/user injury.